Event description:
A hospital in (B)(6) reported that three opt544 adult nasal interfaces were coming apart at the nasal connection and that there were holes in the tubing. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: one complaint device was returned and was visually inspected, using a magnifying lamp to check for holes. Results: the complaint device was received with the evaqua tubing detached from the manifold. There were no holes or any other kind of damage to the flexi tubing. No damage was noted to the other parts of the device. A lot check revealed no other complaints for the lot number provided. Conclusion: we are unable to determine the root cause of the separation. The opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. We are also unable to reach any conclusion regarding holes in the tubing as the returned device was free of holes or any other damage.